Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot.

Event description:
When did it occur? After use, needle injury: no, other treatment: no, were the returned items used? No, details of the event (timeline, history, etc.): the needle remained on the pen side.